Manufacturer narrative:
The manufacturer postal code is (B)(4). The code was removed to facilitate timely regulatory report submission, and solely as a temporary workaround to a validation issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased and died approximately two months post implant of the implantable cardioverter defibrillator (ICD) system. The cause of death was reported as infective endocarditis and cardiac failure. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.